Event description:
Healthcare professional reports patient experienced sore red eyes. Healthcare professional reports patient diagnosed with injected conjunctivitis. Healthcare professional reports the patient was placed on chloramycetin eye drops and ointment. Healthcare professional reports patient symptoms continued off and on until 3/13/98. Healthcare professional reports patient recovered at this time.

Manufacturer narrative:
Add'l info rec'd from the customer reveals a baxter dialyzer was not the brand of dialyzer used at onset of pt symptoms. The pt was changed to a baxter dialyzer after the symptoms appeared. The MFR of the dialyzer used with the pt's initial symptoms was notified of this event. Companion sample eval results reveal the "cao" levels were within normal limits.